Event description:
Customer reported a leak when using the coulter lh 780 hematology analyzer. The instrument was generating an error condition of "aspiration error" when the leak was noticed. The volume of the leak was about 20 ml and was not contained within the instrument. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the instrument. The fse found that the leak had damaged the diluter control card. The operator was wearing a lab coat and gloves at the time of the incident. There was no report of biohazard exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and found the customer had corrected the cause of the leak. The fse found that the leak had damaged the diluter control card. On (B)(6) 2014, the fse replaced the card and the instrument ran without aspiration errors. (B)(4).